Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery was only lasting 30 minutes in insulin pump after insertion. Customer's blood glucose was not reported. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected low battery noted or replace battery alarms were noted during testing. No unexpected low battery alarms found at the downloaded pump history. The insulin pump was received with minor scratched lcd window and case.